Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose at the time of event was 58 mg/dl and other was 40 mg/dl. Customer current blood glucose was 216 mg/dl. The customer experience symptoms of anxiety, confusion as a result of low blood glucose. Customer treated low blood glucose with food and glucose tablet. Customer had been using insulin pump system within 48 hours of low blood glucose event. Customer was ok for troubleshooting. Auto mode feature was active at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.